Event description:
The instrument reported an erroneous value of 111 mg/dl for bun, and 11.9 mg/dl for creatinine. We received a call questioning the results from employee health. The specimen was rerun on (B)(6) 2015 and the instrument gave results of 11 mg/dl for bun and 0.93 mg/dl for creatinine. The issue was reported to siemens and the reference number was: (B)(4). We've had a history of erroneous results and the manufacturer has attributed them to specimen integrity. We've made changes to the centrifugation time, extending it from 4 minutes to 10 minutes to follow the sample tube manufacturer's recommendations. Now that we are following bd tube instructions, specimen integrity has been ruled out as a cause for flyers and now we are questioning whether the erroneous results are caused by an underlying, unidentified instrument malfunction. There was minimal impact because employee health questioned the results before reporting them to the physician or patient and received the corrected results. The manufacturer's instructions were followed, including 10 minute centrifugation, correct sample container, sampled by the instrument directly from the collection container.